Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed lesion was located in a severely calcified and severely tortuous mid right coronary artery. As the physician advanced the taxus express2 3.0x12mm drug eluting stent, the distal edge of the stent was lifted. The procedure was completed with another device. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
As the unit has not been returned, a technical analysis was unable to be performed. A review of the manufacturing records found that the device met material, assembly and product specifications. The most probable root cause of this complaint is operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure.